Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed inappropriate shock due to atrial fibrillation with rapid ventricular rate. No changes or interventions were reported. The patient condition was not known.